Event description:
Pt had an acdf c6-7 with left iliac crest graft. The pt returned to the surgeon's office for post-op visit and had visible rash-like / red irritation around the (B)(6). Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018. Reason for use: surgical incision skin closure.